Event description:
It was reported that an overinfusion occurred. The pump was set to run at 6ml/hr. After about one minute the nurse noticed the drip rate was "excessive" and stopped the infusion. There was no reported pt consequence.